Event description:
Incident as reported: laparoscopic nissen fundoplication - "shaft inside scissors dislodged resulting in the surgeon not being able to open or close them. This event was reported by the health facilities scotland (ref: (B)(4) dated: (B)(4) 2011)." Type of intervention: changed device.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation.